Event description:
"When I started peeling the sheath, the right side snapped off after tearing about 1 inch down, leaving another 2 plus inches of loose catheter that could have potentially broken away inside the pt with probable critical results'. No harm to the pt.

Manufacturer narrative:
Upon receipt of the complaint unit the device was decontaminated. Visually inspection confirmed the reported malfunction. The defect was caused by a mfg process variability that affects the manner in which the introducer sheath peels into two equal parts. The mfg process has been corrected eliminating the recurrence of this defect. No further corrective action is planned.